Event description:
One month after left knee durolane injection, patient developed skin rash deemed to be caused by skin embolus from hyaluronic acid crystals. Lot: 16928, dose amount: 60 mg, frequency: prn, route: intra-articular, start: (B)(6) 2019, stop: (B)(6) 2019. FDA safety report ID # (B)(4).